Event description:
It was reported that the ventilator alarmed for low minute volume. The nurse had to "bag" the patient and transport her to the hospital. The doctor at the hospital placed the patient on a different ventilator.